Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues associated with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), were reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2026 that the cause of the cardiogenic shock and hypoxemic respiratory failure was due to acute decompensated heart failure from noncompliance with salt and fluid restrictions. The death was not considered device related and the device operated as expected. The device would not be returned for evaluation.

Event description:
It was reported that the patient passed away on (B)(6) 2026 due to cardiogenic shock and hypoxemic respiratory failure.

Manufacturer narrative:
Section a: patient information has not yet been provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.